Event description:
Material no.: 260715c, batch no.: 02484374. It was reported that chloraprep stick appears to have a foreign debris inside the packaging. Per complaint details received: we have received the complaint attached for product# 260715c, lot#02484374. Din 02484374 - chloraprep stick appears to have a foreign debris inside the packaging. Looks like grey dust or foam chunks/particles. We have documented the problem from our end in (B)(4).

Manufacturer narrative:
Failure mode is confirmed based on evidence provided. Process failure and effects analysis was reviewed and a potential failure mode is listed as "introduce foreign material". Potential cause include: operator failure to perform machine cleaning activities. Controls include gowning procedures and cleaning activities.complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
Material no.: 260715c batch no.: unknown (provided 02484374). It was reported that chloraprep stick appears to have a foreign debris inside the packaging. Per complaint details received: we have received the complaint attached for product# 260715c lot#02484374. Din (B)(4) - chloraprep stick appears to have a foreign debris inside the packaging. Looks like grey dust or foam chunks/particles. We have documented the problem from our end in stevens ref# (B)(4).